Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received lower adc device scan results of 63 mg/dl, 53 mg/dl, 65 mg/dl compared to blood glucose readings of 398 mg/dl , 373 mg/dl, 417 mg/dl respectively obtained on a competitor brand meter device and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.